Event description:
It was reported that this electrode exhibited t-wave oversensing due to low amplitude signals that resulted in delivery of two inappropriate shocks in two separate episodes. Additionally, high shock impedance measurements of 150 and 168 ohms was observed. The electrode position was suspected to be a factor and a revision procedure was being considered. Available information indicates this product remains implanted and in service. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing due to low amplitude signals that resulted in delivery of two inappropriate shocks in two separate episodes. Additionally, high shock impedance measurements in the 150 to 196 ohms range was observed. The electrode position was initially suspected to be a factor. Boston scientific technical services (ts) discussed the potential of electrode position or device movement in the pocket and discussed troubleshooting options. An invasive procedure was performed. The electrode and s-ICD were explanted due to a reported product performance issue and a transvenous implantable cardioverter defibrillator (ICD) system was implanted. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found the sense b electrode to be deformed with a crack noted in the sense b electrode that did not go through the insulation. The damage to the electrode was felt to be potential damage related to the explant procedure. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 used to capture the reportable event of surgery.

Manufacturer narrative:
Patient code 3191 used to capture the reportable event of surgery.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing due to low amplitude signals that resulted in delivery of two inappropriate shocks in two separate episodes. Additionally, high shock impedance measurements in the 150 to 196 ohms range was observed. The electrode position was initially suspected to be a factor. Boston scientific technical services (ts) discussed the potential of electrode position or device movement in the pocket and discussed troubleshooting options. An invasive procedure was performed. The electrode and s-ICD were explanted due to a reported product performance issue and a transvenous implantable cardioverter defibrillator (ICD) system was implanted. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.